Event description:
See initial report.

Manufacturer narrative:
It was found that this case was a duplicate of another one already reported under the medwatch # (B)(4).

Manufacturer narrative:
There was no patient involvement. (B)(6). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking during priming as well as technical safety inspection showed some discrepancies. There was no patient involvement.